Event description:
It was reported by the patient's mother that the patient's blood glucose level rose to 320 mg/dl while wearing the pod between 1 and 4 hours, and ketone level was reported as 2.06. Investigation of the returned pod found a tear in the exposed portion of the soft cannula. The device was initially reported for hyperglycemia and presence of blood and redness at the infusion site. No medical assistance was required. A new pod was applied.

Manufacturer narrative:
The pod was received with no evidence of blood on the device. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The cannula assembly and bottom housing were inspected under magnification for manufacturing deficiencies that could cause skin irritation and no issues were found. The exact cause of the reported skin condition could not be conclusively determined. The received device had the cannula assembly fully deployed. A tear was found in the exposed portion of the soft cannula. Fluid diverted through the tear causing a leak along the fluid path. No indication of fluid ingress was observed inside the device. The timing and cause of the soft cannula tear could not be conclusively determined. The observed tear did not contribute towards the reported events. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.